Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they saw the healthcare provider (hcp) about one to two weeks prior to the report. They were instructed to try each of the four programs, and that they should feel stimulation in their vaginal area. At the appointment they told the hcp that they felt stimulation going down their leg. When the patient's husband tried each program and adjusted, the patient only felt stimulation in their leg or thigh. It was noted that since their appointment, they had been experiencing a return of symptoms. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.